Manufacturer narrative:
No deviation found in the production and sterilization records.

Event description:
Fixture extraction surgery for a femur patient due to infection and fixture loosening. Pain as clinical sign was reported prior the extraction. The fixture extraction surgery was performed on (B)(6) 2022 and went according to plan.